Event description:
It was reported that the surgeon(s) has been dissatisfied with the placement of locking compression plate (lcp) condylar plates/variable angle lcp (va-lcp) condylar plates during multiple procedures, approximately 8-10 cases for distal femur fractures, over a period of a year in 2014. The complaint was that the plate did not fit the contour of the femur. The surgeon believes that the anatomic shape of the plate causes the femoral shaft to lateralize once screws are tightened down. The surgeon has been unable to compress the plate to the bone because it lateralizes the femur and the plate has to sit off the bone. With locking plate technology, it is not required to fix the plate flush to the bone; however, if that fit is desired, compressing the plate to the bone reduces the bone to the plate. The surgeon fixes the plate to the distal condyles. Once the plate is fixed to the shaft, instead of compressing the plate down to the bone, it lateralizes the bone over the plate and causes a mal-reduction of the fracture. The surgeon has to make a decision to leave the plate in that condition or to loosen the construct and perform reduction of the fracture again. It becomes a possibility that a patient¿s distal femur heals to the lateral side of the condyle. This report is for an unknown quantity of unknown va-lcp condylar plates. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Unknown, as specific part and lot numbers for the complainant plates were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.